Event description:
A pt was tested and negative hcg results were observed twice. Complaint was received by email from a (B)(4) rep without details other than the pt thought she was pregnant. Technical svc rep has sent two requests for info to customer but no details have been received.

Manufacturer narrative:
Lot number(s): hcg1120160. Exp date(s): 12/2013. Control lot: 25 miu/ml hcg urine control lot: hcg120405-01. Summary of results: the retention strips meet qc spec. Details as below: correct positive results were observed at 3 minute read time when tested with 25 miu/ml hcg urine control. (N = 29) conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with positive control samples. Hcg urine controls at cutoff were tested with retain products. Results met qc spec. No false negative was observed. Mfg batch record review did not uncover any abnormalities. Unable to identify the root cause based on info provided by pt and without pt specimen analysis in-house. This issue will be tracked and trended. To date, one false negative complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.